Event description:
It was reported that after implantation of the trial leads, the patient experienced an increase in pain while she was reprogrammed around thoracic-5. The patient reported feeling ''child birthing pain.'' The ambulance was called and the patient was brought to the emergency room. It was noted that both of the trial leads were removed within 30 minutes to an hour. It was further noted that ''after the leads were moved, the patient's pain had gotten better but she did not feel complete relief.'' It was further reported that a MRI was performed and revealed that the patient had a hematoma. It was noted that the hematoma was attributed to the cause of this event. It was further noted that the neurosurgeon performed a decompressive laminectomy to remove the epidural hematoma. The patient outcome was provided as ''doing just fine.''

Manufacturer narrative:
Product ID 3874, lot # va017xz, product type screening device; product ID 3874, lot # va017xz, product type screening.